Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during a secondary hyperal infusion the set disconnected from the drip chamber and leaked. The rn stated that the set was in use for 24 hrs. When the event occurred. The customer confirm that there was no delay in patient treatment.